Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected in the middle and lower part (nasolabial folds, cheek, and jaw) of the face with 4 cc juvederm vista voluma xc. Approximately four months later, patient presented with a lump that covered the entire cheekbone and lower jaw. The cheek became red and swollen and the left cheek developed a large bump that others could see. Patient didn't believe that the filler was responsible [for the event] and visited other clinics with no successful diagnosis for about a month before going back to injecting clinic. The clinic advised the symptoms may be due to the filler. A foreign body granuloma was diagnosed. No report of biopsy to confirm diagnosis. Treatment included dissolving filler with hyaluronidase, injecting steroid, and a week's oral antibiotic, the month after symptoms appeared. Symptoms are ongoing.